Event description:
This report summarizes twenty eight (28) malfunctions. A review of the reported information indicated that model mc1816 biopsy instrument allegedly experienced self-activation. This information was received from various sources. All 28 malfunctions involved patients but with no patient consequences. The 21 reported patients ranged from 43-79 years of age and 43- 67kgs. Of the reported patients, 13 were male and 8 were female. The remaining patient information was not provided.

Manufacturer narrative:
The lot numbers for the malfunctions were provided and lot history reviews were performed. Of the twenty eight malfunctions, twenty seven have not been returned, therefore, the investigations for these devices are inconclusive for self-activation as no objective evidence has been provided to confirm any alleged deficiency with the device. One device has been returned and identified failure to prime. A definitive root cause is unknown. The devices are labeled for single use. H6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot numbers for the malfunctions were provided and lot history reviews were performed. Of the twenty eight malfunctions, twenty seven have not been returned, therefore, the investigations for these devices are inconclusive for self-activation as no objective evidence has been provided to confirm any alleged deficiency with the device. One device has been returned and identified failure to prime. A definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11: b5, d4 (for one malfunction, lot number changed from rean0907 to recn2864)

Event description:
This report summarizes twenty eight malfunctions. A review of the reported information indicated that model mc1816 biopsy instrument allegedly experienced self-activation. This information was received from various sources. All 28 malfunctions involved patients but with no patient consequences. The 21 reported patients ranged from 43-79 years of age and 43- 67kgs. Of the reported patients, 14 were male and 6 were female. The remaining patient information was not provided.

Manufacturer narrative:
Of the twenty eight malfunctions, four devices are pending return and one device is pending evaluation. Twenty three have not been returned, therefore, the investigations for these devices are inconclusive for self-activation as no objective evidence has been provided to confirm any alleged deficiency with the device. The company is still investigating the issue at this time. The device is labeled for single use. (Corporate lot number) rean0907.

Event description:
This report summarizes twenty eight (28) malfunctions. A review of the reported information indicated that model mc1816 biopsy instrument allegedly experienced self-activation. This information was received from various sources. All 28 malfunctions involved patients but with no patient consequences. The 21 reported patients ranged from 43-79 years of age and 43- 67kgs. Of the reported patients, 13 were male and 8 were female. The remaining patient information was not provided.